Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump. Reportedly, the pump was able to be charged using the usb port on a computer. There was no reported impact to blood glucose.